Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused incorrect measurements. Since incorrect measurements could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 5 apex locator went over the apex, because the display does not work, no injury resulted.